Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was a few drops of liquid from the probe of the analyzer. There were no instrument generated messages at the time of the leak. The leak was not contained. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found an obstruction in the vacuum isolator chamber which didn't allow enough vacuum to dry the probe and caused a leak. He replaced the vacuum isolator chamber and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).